Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center found that this phenomenon attributed to a broken part related to the internal air supply. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 5 years and 5 months ago. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
At the inspection of the device, olympus found that insufflation from the device was abnormal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.